Manufacturer narrative:
Corrected reporting institution name and information.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. Additional operational check was ran and the device was working properly after. Based on the conclusion of the investigation, it was determined that this was a malfunction of the operation check. The operation check was re-ran and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device is not powering on. There was no patient involvement.